Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin (2g daily; duration not reported) and intraperitoneal gentamycin (80mg daily; duration not reported) for bacterial peritonitis. Antibiotic therapy and dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by the nurse the patient experienced a breach in aseptic technique. The breach in aseptic technique was further described the patient had poor environment. Fourteen days after the event onset, the cefazolin and gentamycin were discontinued and the patient was discharged from the hospital. That same day, the patient was deemed recovered. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.